Event description:
The customer reported that on (B)(6) 2012, erroneously low phosphorus (phs) results were generated from a unicel dxc 600 synchron system for two patient samples. The customer also reported that four erroneous blood urea nitrogen (bun) proficiency results were generated on a unicel dxc 600 synchron system. The suspect bun and phs results were caused by the same instrument issue. Upon repeat on another instrument, the patient phs results were higher, although one of the sets of initial and repeat phs results was within the precision claims of the assay. Upon repeat on another instrument, three of the four repeat bun proficiency results were higher than the initial results, and one was lower. Two sets of bun initial and repeat proficiency results were within the assay's precision claims. Instrument chemistry quality control (qc) results during the timeframe of this event were shifting high for both phs and bun. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the cartridge chemistry sample probe which resolved the issue. Upon completion of the necessary repairs, the instrument was returned back into operation.